Event description:
It was reported to philips that the device would not deliver shock. There was no patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and found that the therapy port needed to be replaced upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy port. The customer has ordered the part to rectify the reported problem. The customer was informed of part availability and will ship once the part becomes available. The device remains at the customer site and no further evaluation is required at this time.